Manufacturer narrative:
Device evaluation: the stent remains in the patient, and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as MFR# 6000089-2007-00767, 00767. It was reported that post procedure, the patient expired eight days after treatment. The patient presented for treatment with an acute myocardial infarction. Target lesion 1 was identified in the proximal left anterior descending artery (prox lad). Target lesion 1 was treated with a 3.0x12 taxus express 2 drug eluting stent. Target lesion 2 was identified in the distal left anterior descending artery (distal lad). Target lesion 2 was treated with a 2.50x8 taxus express 2 drug eluting stent. Target lesion 3 was identified in the first diagonal branch (1st diag). Target lesion 3 was treated with a 2.50x24 taxus express 2 drug eluting stent. The facility reported that the patient was at home sitting in a chair and expired with no proceeding symptoms. The relationship of the device per the physician is possible. It is unknown if any autopsy has been performed.